Event description:
Customer reported that she had to change the battery every three days. She also reported a high blood glucose reading of 500 mg/dl over the weekend but declined troubleshooting for that issue. Customer declined troubleshooting for low battery. She stated that a new battery cap did not help the issue. The blood glucose reading at the time of the report was 164 mg/dl.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.